Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The mixing pump was found to be in need of servicing. The mixing pump was serviced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not have any flow. Representative was sending the device to biomed so that they could troubleshoot it. Per sample evaluation results on 12sep2023, it was reported that the test mixing pump was needed to cool. The device went through the pm program.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not have any flow. Representative was sending the device to biomed so that they could troubleshoot it. Per sample evaluation results on 12sep2023, it was reported that the test mixing pump was needed to cool. The device went through the pm program.